Manufacturer narrative:
Insulin pump passed rewind, basic occlusion, prime/compromised force sensor system, and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Insulin pump received with cracked reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during prime. The customer was unable to fill the tube manually. The insulin pump alarmed motor error after delivering 5 units of insulin via fill cannula. The insulin pump alarmed motor error three times in the last 30 days. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.